Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while performing a self-test, the user received an unintended delivery of energy. Complainant indicated that there was no adverse effect to the user due to the reported malfunction.